Event description:
It was reported that high impedance was observed for this patient at a routine follow up visit. Additional information was received indicating that the visit took place on (B)(6) 2012, and results of a system mode diagnostics test revealed high impedance with a dc/dc of 7. The generator was not at end of service. The device was disabled at that time, and the patient has been referred for revision. Surgery has not occurred to date. Attempts for additional information, including lead product information have been unsuccessful to date.

Event description:
Additional information was received indicating that there was no suspected manipulation or trauma to the device and x-rays were not performed. Revision has not occurred to date. Information received from the implanting hospital revealed that they did not have a record of this patient therefore lead product information has not been obtained to date.

Event description:
The explanting facility reported on (B)(6) 2012, that they will not return the patient's device per the institution's policy.

Event description:
An implant card was received for this patient on (B)(6) 2012. The patient underwent a full revision on (B)(6) 2012. The patient's lead product information was received on the implant card. The explanted products have not been returned to the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.